Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had started to have occasional incontinence, a loss of therapeutic benefit, within the last two weeks or so. They would recognize that they needed to go to the bathroom, and would be heading that way, but they wouldn't make it, and would wet their pad. It was noted that they hadn't had trouble like that for a while. They mentioned that their sister helped them to increase their stimulation, but it was too high and uncomfortable so they turned it back down, they thought. They stated that after it was turned up, they didn't have the incontinence problem, but they felt the stimulation down their right thigh; this started on (B)(6) 2017. They also mentioned that they had a pacemaker as well and were experiencing discomfort about the two devices; their heart was fluttering and rapidly beating but it didn't last long, and they wondered if the device was causing that. It was unknown when this occurred, but noted that they had an appointment for it on (B)(6) 2017. Further troubleshooting included assisting the patient with their programmer (pp). It showed that stimulation was on, on program 1 at 1.3v. The patient was able to decrease it to 0.8v, but they were still feeling it down their thigh, and stated that it was uncomfortable; they did not remember what they were on before it was turned up. The patient was then assisted with changing to program 2 at 0.5v, and they felt it in the correct area, but they were still feeling it strong. It was noted that they thought they had the cycling set on their programs, and when it turned on it was pretty strong. The patient was then assisted in changing to program 3 at 1.2v. They stated that that one felt good, and that they would track their symptoms and follow up with their healthcare provider if it did not resolve. No further patient complications are anticipated or expected as a result of this event.